Manufacturer narrative:
Pump received with broken reservoir tube lip, broken battery tube threads, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window and cracked belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that there were crack on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.